Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the image flickers and goes out intermittently. In addition, charged coupled device defective, dead pixels/green line at the left side, multiple cuts on the cable, and failed leak test were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head electrical wiring camera lose signal occasionally. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, intermittent disappearance of the picture occurred due to failure of the charged coupled device. The cause of the faulty ccd could not be identifed. Olympus will continue to monitor field performance for this device.